Event description:
A patient's daughter contacted the manufacturer after receiving the recall notice. According to the daughter, the patient had several hospital admissions for temperatures which were thought to be life threatening. Reportedly, once she stopped using the product, the temperatures resolved. The patient was contacted and stated she was not having any issues with treatment. She indicated there was no sample available. Follow up attempts with the daughter for event details were unsuccessful. Follow up was obtained from the patient's home therapies nurse. According to the nurse the physicians didn't think the patient's fevers were as a result of using the product. She stated the patient was hospitalized once for cellulitis. The patient is continuing on hemodialysis without issue. The following is from medical records received from the patient's home training clinic. Clinic visit on (B)(6) 2013 for fever and malaise. All cultures were negative. The patient was admitted on (B)(6) 2014 to ICU for sepsis and lower extremity cellulitis. She was treated with fluid bolus, vasopressors and antibiotics. Blood culture was negative. Clinic visit on (B)(6) 2014 reports recurrent fevers and reverse osmosis (ro) positive cultures. She was treated in-center while her ro system was replaced. She reports feeling better. She was noted to have a staph abscess in her groin area that was treated with keflex and hibiclens.

Manufacturer narrative:
The actual device involved is not available for evaluation and the specific lot number is not known. Accordingly, a search of shipping records was performed to identify any product lots shipped to the customer three (3) months prior to the event. The investigation revealed that lot amlb004 was recalled on april 9, 2014. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. The post market surveillance department has reviewed medical records and the clinical investigation reveals the following: based on the 30 pages of medical records information it appears that this patient has had admissions for febrile illness. Review of the home hemodialysis records show that the patient had several low grade febrile episodes post dialysis. The patient had a previous ICU admission on (B)(6) 2014, where she was found to have sepsis secondary to a lower extremity cellulitis that was thought to be staph in origin. The patient was also noted to have a staph cellulitis mid-line groin area on (B)(6) 2014. Initially, the patient's daughter, who is a nurse, believed the febrile issues were with the ro system and possibly a biofilm. The patient received the fmc recall letter for the bicarbonate and noted they had used bicarbonate that was on this list. The patient's daughter has alleged that the "bad" bicarb was the reason for the recurrent fevers and for almost killing her mother. The patient had several actionable endotoxin levels. Endotoxin exposure can cause a pro-inflammatory response and could be the cause of the patient being low grade febrile at the end of her hemodialysis runs. The patient has had two documented staph cellulitis, with one causing sepsis. A CAPA has been initiated to address this issue.